Event description:
It was reported that a user experienced fluctuating blood glucose with the ilet system and expressed dissatisfaction with pump-driven control, with troubleshooting indicating the user was overtreating hypoglycemia and not consistently announcing meals, which contributed to subsequent lows after correction doses. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included chart review and user education. Investigation of this case revealed user technique issues related to hypoglycemia overtreatment and inconsistent meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.